Event description:
On 01/21/2004, the facility's nurse informed the manufacturer's (MFR.) Clinical specialist of the following: per the charge nurse the pt had one (1) valve explanted over one (1) year ago, related to a possible clot that could not be removed. The pt was sent to a surgeon for evaluation. The valve was explanted and replaced in 2002. No further details were provided at this time.